Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 325 mg/dl. Customer mentioned the device would not rewind. Device had alarmed unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Vibration function properly, no noise anomaly during rewind test and rewind function properly. The device communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No weak signal alarm and no open circle at display screen. All buttons functioning properly no damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. No ramping numbers anomaly noted. The insulin pump was received with unexpected restart alarm during error test due to voltage leak. The device was received stained burned endcap sticker. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.